Event description:
It was reported that the relion® insulin syringe experienced hub separation from the device, product damage -still operable, being unable/difficult to aspirate, and leakage. The following information was provided by the initial reporter: material no: 328509 batch no: 0006817. Consumer reported found when removed shield syringe was bent looking - when drawing the insulin with this syringe found a gap from needle hub and barrel and not drawing insulin properly. Then insulin leaked out of the gap. The barrel was bent. More so where the needle hub meets the barrel. The needle itself not bent. Date of event (B)(6) 2020.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0006817. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. H3 other text : see h10.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-17. H6: investigation summary: customer returned a single syringe in a pouch labeled for 0.5ml, 31 gauge, 8mm syringes from lot 0006817. The needle hub is both raised up from and angled to the side of the syringe¿s barrel. The hub cannot be forced back into place onto the syringe. The connection between the two appears to have been bent. The damage and separation also interfere with the function of the syringe. Drawing up fluid into the syringe was difficult due to the lack of a seal between the needle hub and barrel of the syringe. This also meant that fluid drawn into the syringe readily leaks out of it as well. The bending of the syringe and the partial separation of the needle hub from the barrel may have been the result of difficulty experienced while removing the needle shield. When tested, the needle shield required 2.31 lbs of force to be removed, which is within the range of 0.85 lbs to 5.95 lbs for acceptable pull force tests according to this syringe¿s specifications. Still, this may not fully reflect the amount of force needed to originally remove it. If a high enough force was required, this in turn would have placed high stresses on the syringe in an attempt to remove the shield, resulting in the reported damages. A review of the device history record was completed for batch # 0006817. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. Based on the sample received, bd was able to replicate or confirm the customer¿s indicated failure of the syringe not drawing liquid properly. CAPA pr1630423 has been opened to address this issue.

Event description:
It was reported that the relion® insulin syringe experienced hub separation from the device, product damage -still operable, being unable/difficult to aspirate, and leakage. The following information was provided by the initial reporter: material no: 328509. Batch no: 0006817. Consumer reported found when removed shield syringe was bent looking - when drawing the insulin with this syringe found a gap from needle hub and barrel and not drawing insulin properly. Then insulin leaked out of the gap. The barrel was bent. More so where the needle hub meets the barrel. The needle itself not bent. Date of event (B)(6) 2020.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the relion® insulin syringe experienced hub separation from the device, product damage -still operable, being unable/difficult to aspirate, and leakage. The following information was provided by the initial reporter: material no: 328509 batch no: 0006817. Consumer reported found when removed shield syringe was bent looking: when drawing the insulin with this syringe found a gap from needle hub and barrel and not drawing insulin properly. Then insulin leaked out of the gap. The barrel was bent. More so where the needle hub meets the barrel. The needle itself not bent. Date of event (B)(6) 2020.